Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. The device operator attempted to place two capsules from the same lot and neither would adhere to the esophagus of the patient. A third repeat bravo procedure was not performed. There was no harm caused to the patient. The last known patient status is that the patient is stable with no injury. There was no harm to the user either. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system and capsule were received for evaluation and investigated visually for external damage. The delivery system and capsule were disinfected ad the lot number and ID# matched the information provided by the initial reporter. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency system was not implemented and there was no damage on the capsule electrodes. The delivery system did not have any other visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.